Manufacturer narrative:
The reporter informed the company that the product has been discarded/not available.

Event description:
Consumer via phone stated that they bought the oral-b toothbrush that uses the dual clean brush heads, and the bottom brush head kept falling off. No injury was reported.